Event description:
It was reported that the patient this tachy device was suspected to have experienced possible tamponade. Boston scientific technical services (ts) discussed unipolar not option but discussed other trouble-shooting possible. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.